Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope. It was noted that the cardiac resynchronization therapy pacemaker (crt-p) had one episode that stimulated too slow with the settings. The device remains in use. No further patient complications have been reported as a result of this event.